Manufacturer narrative:
Product event summary: it was reported that the patient experienced two (2) critical battery alarms with a fully charged battery. Six batteries ((B)(4)) and one controller ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the controller's manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector with the o ring gasket displaced. This is an additional observation not related to the reported event. Based on an internal investigation, the most likely root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The reported event was confirmed via review of the controller log files, which revealed two (2) critical battery alarms involving (B)(4). In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and battery. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Communication errors were investigated internally. Of note, the controller, (B)(4), did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system ¿ battery battery / bat310575/ model #: 1650 / expiration date: (B)(6) 2016 , (B)(4), yes, return date: (B)(6) 2016 yes, mfg date: (B)(6) 2015, no. (B)(4). Heartware ventricular assist system ¿ battery , battery / (B)(4)/ model #: 1650 / expiration date: (B)(6) 2017, (B)(4), yes, return date: (B)(6) 2016, yes. Mfg date: (B)(6) 2016 no . (B)(4). Heartware ventricular assist system ¿ battery , battery / (B)(4) / model #: 1650 / expiration date: (B)(6) 2017, UDI #: (B)(4), yes, return date: 2016, yes, mfg date: 2016 no. (B)(4). Heartware ventricular assist system ¿ batter. Battery / (B)(4)/ model #: 1650 / expiration date: (B)(6) 2016, (B)(4) ,yes, return date: (B)(6) 2016, yes, mfg date: (B)(6) 2015, no (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #: 1650 / expiration date: (B)(6) 2016, UDI #: (B)(4) yes, return date: (B)(6) 2016, yes. Mfg date: (B)(6) 2015 no. (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4)/ model #: 1650 ,expiration date: (B)(6) 2016, (B)(4), yes, return date: (B)(6) 2016, yes, mfg date: (B)(6) 2015: no. (B)(4).

Event description:
A report was received that the patient had a "critical battery 2" alarm with a fully charged battery connected. The patient initially disconnected the battery and reconnected it and this appeared to resolve the issue. Several minutes minutes later, the same alarm occurred and the patient opted to change primary controller to the backup controller. The patient then paged the ventricular assist device (vad) coordinator. The alarm history on the controller logs are reported to show two critical battery alarms that are about 20 minutes apart. All six batteries were changed out since the specific culprit device could not be isolated. No patient complications have been reported as a result of this event.